Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
Pentax medical became aware of a report on 08jul2019(B)(4), cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified 436 colony forming units(cfu) as comprising of the following 2 isolates: 1 - positive rods - bacillus megaterium. 2 - positive rods - bacillus megaterium. Study number: (B)(4). The long term loaner duodenoscope was received by pentax medical for evaluation on 16jul2019. The duodenoscope was inspected by pentax medical service on 18jul2019. Inspection findings included the following: distal cap/ case cracked. Distal cap - fixed type passed epoxy seal integrity inspection. Passed dry leak test. Passed wet leak test. Hole in # 2 remote control button cover. Repairs were performed on the duodenoscope which included replacement of the following components: remote control button. O-ring(0.5x1.3). Distal case/cap. O-rings and seals. The duodenoscope is currently pending resampling.